Manufacturer narrative:
Investigation completed 06/29/2017. Device history record reviewed for this product ID 438a1188 lot # 141 manufactured in 2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back from 05/29/2015 to 05/29/2017 for this reported complaint type using the key word "ball, broke, come off" for product ID "438a1188, ¿ shows that 2 complaints were received including this complaint. No new design or manufacturing trends have been identified. Failure analysis to determine root cause confirms complaint event. Ball rod assembly silver solder braze failed to hold assembly together. Visual inspection reveals lack of fill.

Event description:
It was reported that after the hospital sterilized the 438a1188 support rod assembly before its use and while opening the case, they found a round weld zone on the upper part of subiculum coming off. Additional information was requested and on 08jun2017, the following was reported by the customer. The product problem occurred before surgery or before patient was anesthetized. This was the first time use for the customer. Immediately after the product training was given, the product was neither disengaged nor broken. No report of patient harm or injury reported, however, the effects of surgery was reported as they had to borrow another devise set from an affiliated hospital and the surgery was delayed 120 minutes. Patient outcome is unknown.